Event description:
It was reported that the user had difficulty introducing a .035" coil inside the catheter. They tried two different coils from two different suppliers. Please note that upon examination of the subject device after it was returned, a different failure mode was discovered, deeming this a reportable event. The catheter was kinked inside the pt. There was no report of harm or injury to the pt. The date of obtaining new info was 2-28-2008. Therefore, this report is submitted within the 30 day requirement.

Manufacturer narrative:
Device eval: one unit was returned for eval. The subject device was visually examined. There were several kinks observed along the length of the catheter shaft. The complainant reported that they were using the catheter to introduce coils and had difficulty. Merit's device is not intended for the introduction of coils as indicated in the instructions for use. The indications state: "angiographic catheters are designed to be used for delivering radiopaque media to selected sites in the vascular system in conjunction with routine diagnostic procedures. Angiographic catheters with marker bands may also be used for anatomical measurements." It is possible that misuse caused the catheter to kink. However, this cannot be confirmed.